Event description:
A malfunction alarm was reported without any notable preceding events. There was no adverse impact to the customer's blood glucose level. Corrective actions included a decision to replace the pump. The customer was to use multiple daily injections (mdi) as backup therapy, with instructions provided for putting the pump into storage mode prior to its return via a pre-paid label. The caller understood and acknowledged all instructions.